Event description:
It was reported the patient¿s implantable neurostimulator (ins) had not been working since (B)(6) 2013 when the patient underwent a cervical spine MRI. Additional information regarding cervical spine mris was requested by the patient. The patient was redirected to his healthcare provider (hcp). Additional information reported the patient had been having full body mris at 1.3 tesla for a while at the time of follow-up. It was restated that the patient¿s ins and therapy had not worked since (B)(6) 2013. Further information has been requested; a supplemental report will be filed if received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).